Manufacturer narrative:
All operating currents were within specification. No unexpected battery out limit, low battery or off no power alarms were noted. The pump passed the off no power, self test, and unexpected restart error tests. No blank display or unexpected restart alarms were noted. The motor error alarm was noted during basic occlusion test and a compromised force sensor system alarm was noted during the prime test due to moisture damage on force sensor resistor. The pump had a corroded motor home switch. The pump also had minor scratches on the lcd window, a cracked reservoir tube lip, cracked battery tube threads, and a cracked end cap.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that the insulin pump had blank display, off no power alarm, unexpected restart alarm and battery out limit. Customer's blood glucose at time of incident was 85 mg/dl. Customer was explained the alarms and possible causes. Customer was advised to monitor pump. The customer reported via phone call indicating that the insulin pump alarm motor error. Customer's blood glucose at time of incident was 85 mg/dl. Customer is reporting past event. The customer reported the drive support cap appears normal. The customer stated that the device was not exposed to high magnetic field. The customer did not report motor position encoder error alarm. Customer reviewed the alarm history and found motor error today and yesterday. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised to return the pump with battery and zero out basal rates.